Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: (B)(6); product ID: 9735736, version #: 2.1.0; product ID: 9735736, version #: 2.0.1, h3) the software investigation (version #: 2.1.0) found that the reported event was related to a software issue. This issue was docu mented in a medtronic navigation software anomaly tracking database. Codes: b01, c10, d18 h3) the software investigation (version #: 2.0.1) found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes: b01, c10, d18 h3) the solid state drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h6) multiple annex a codes were submitted. Annex a code: a1102 applies to rfr nav4123 and annex a code: a110208 applies to nav4127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that while verifying the accuracy of the registration, the system errored 64. The system rebooted and the surgeon registered the patient again. There was a delay of less than one hour. Additional information was received. It was reported that the procedure was a navigated functional endoscopic sinus surgery (fess). The system was rebooted, registration was redone, and the case completed. There was a delay of 30 mins or more.